Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported that the stent graft was successfully placed. It was reported two days post stent graft implantation it was reported the pt to have presented to the emergency room for respiratory distress and an endotracheal tube was inserted in the pt. The pt was taken to surgery and a perforated pyloric ulcer was found and treated. The pt continued to have mechanical ventilation for four days. The pt also had multiple intr-abdominal abscesses. It was reported in the medical records that the pt was diagnosed with sepsis and respiratory failure following abdominal surgery for a gastric perforated ulcer. It was reported the pt expired four months post stent graft implant. The death certificate states the cause of death was due to sepsis, which the onset was for one month period of time.